Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate mode switch. Upon boston scientific technical services (ts) review, it was noted that there was noise and oversensing recorded in the atrial channel that appears to be respiratory rate trend (rrt), which led to the inappropriate mode switch. In addition, the non-boston scientific right atrial (ra) lead also exhibited high pacing impedance out of range. Ts discussed to turn off the rrt and then troubleshoot for a possible lead issue. The device system remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).